Event description:
According to the reporter, when inserting the mesh to cover the hernia defect during an open hernia procedure, the surgeon hydrated the film and noticed it was breaking up. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was returned for investigation. A review of the device history record, has been performed by and no failure or ncr that may relate to the reported conditions have been noted. Especially the records related to the collagen casting and the collagen-based film results were found within specifications. The visual examination of the returned sample shows that: the sample was not returned in its original packaging but placed in a simple bag. The sample was found contaminated by blood. The 2 removable handles, mesh dimension and textile knitting pattern were found as expected. The pgla expanders presented breaks: side of the blue handle: 1 break in the middle of the pgla expanders, placed between the 2 green flaps. Side of the white handle: 2 breaks placed at the first and second third of the expanders. Piece of dry collagen (detached from the mesh) were found in the returned bag. The mesh was found dry and folded: in the length side, and at the location of the expanders breaks. The collagen was found partially resorbed on the whole surface of the mesh. The reported condition was confirmed. The mesh was broken at 3 points of the pgla expanders, not in the normal lo cation for folding the mesh. The product IFU which accompanies each device states in chapter ¿operating steps ¿ positioning¿ that ¿3. Fold the hydrated composite ventral patch in half along the junction of the two violet expanders (figure 3).¿ each step of the DHR was found within specification particularly the collagen film. A specific review of the molding ring has been performed in order to complete the first review. It was found within specification. A search of our global complaints database revealed that this was the only report on file for this lot of product. The report has been added to our product complaints database which is monitored for similar occurrences. Based on the available information, our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. No immediate action required. Regarding the incident reported (film breaking) the root cause could not be determined. The explanders were broken due to a user error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when inserting the mesh to cover the hernia defect during an open hernia procedure, the surgeon hydrated the film and noticed it was breaking up. There was no patient injury.